Manufacturer narrative:
(B)(4). Covidien technician support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended checking the auto zero solenoid for kinks or leaks in tubing and to swap the exhalation module. Covidien was not authorized to evaluate the device. The customer followed the tse recommendations and he was unable to duplicate the alleged malfunction. The device passed the extended self-testing conducted by the customer.

Event description:
Covidien rec'd info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.